Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged central processing unit (cpu) uim board. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was being serviced as part of a recertification process. Visual inspection was performed. During visual inspection it was found that the cpu uim board had corrosion and oxide. The cause of the condition was undetermined. To correct the condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.